Event description:
A dialysis facility reported that a patient removed too much fluid during a hemodialysis treatment. Based on the reported pre and post weights, patient had lost 6.5kg. The machine indicated that 3.8 kg. Was removed. Patient was given three liters of saline to bring them up to their dry weight. The patient was asymptomatic and was discharged ambulatory and stable.